Manufacturer narrative:
System checkout was not completed at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system was unable to power on. Technical services walked the site through troubleshooting. The front cover was opened and power connection to the ups was pushed in. The system was then able to boot up. There was no patient involved.